Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent incisional hernioplasty in (B)(6) 2014 and mesh was implanted. Four months following the procedure, the patient experienced enterocutaneous fistula and bowel perforation which drained fecal matter without exposure of mesh. The fistula had already occurred but was not reported since surgeon opined that obstruction of the hemovac and high risk factor of the patient contributed to the fistula. On (B)(6) 2014, the patient underwent another procedure for bowel perforation and a surgical washing of cavity was performed. During the procedure, it was observed the fistula and the mesh almost integrated within a short period of time. Additional information has been requested.